Event description:
It was reported that this right atrial (ra) lead exhibited a jump in pace impedance measurements. Technical services (ts) reviewed device data and indicated that this was likely patient rather than lead related, however this could not be confirmed. This lead remains in service. No adverse patient effects were reported. Additional information was received that the patient will be continuously monitored remotely to resolve. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a jump in pace impedance measurements. Technical services (ts) reviewed device data and indicated that this was likely patient rather than lead related, however this could not be confirmed. This lead remains in service. No adverse patient effects were reported.